Event description:
The customer reported recent hyperglycemia. The customer's blood glucose value at the time of the event was 450 mg/dl. Troubleshooting found no malfunction in the insulin pump. The customer was advised to monitor the situation, and to call the helpline if the issue recurred. Replacement reservoirs and infusion sets were sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).